Event description:
It was reported that on (B)(6) 2022, a 29mm epic mitral valve was implanted in a patient with a past medical history of atrial fibrillation for several years and third degree atrioventricular block for one year. On (B)(6) 2024, transesophageal echocardiogram (tee) showed severe leaflet prolapse; the patient also had associated chest distress and "breathe hard." Subsequently, severe mitral valve regurgitation occurred. On (B)(6) 2024, the valve was explanted and replaced with a new 29mm epic mitral valve. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 29mm epic mitral valve was implanted in a patient with a past medical history of atrial fibrillation for several years and third degree atrioventricular block for one year. Echocardiogram on (B)(6) 2024 showed dimensions of ra: 79.2*60.2 mm la: 82.2*77.1*65.3 (anteroposterior dimension) mm ivsd: 7.8 mm lvidd: 61.7 mm lvpwd: 9.5 mm lvids: 34.4 mm edv: 192 ml esv: 48 ml, ef: 74.6%, fs: 44.2% ao: 32.7 mm aao: 36.7 mm pa: 37.5 mm. The epic valve was "trefoil" with no obvious restriction on the leaflet; the left posterior lateral leaflet prolapsed into the left atrium for approximately 5.4mm during systole and misaligned with the anterior lateral leaflet when closed. This resulted in a visible gap of approximately 3.8mm in width. The remaining valves showed no obvious abnormalities. On (B)(6) 2024, transesophageal echocardiogram (tee) showed severe leaflet prolapse; the patient also had associated chest distress and "breathe hard." Subsequently, severe mitral valve regurgitation occurred. On (B)(6) 2024, the valve was explanted and replaced with a new 29mm epic mitral valve. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of explant due to regurgitation and valve not being able to properly maintain coaptation was reported. The investigation found tear, cusp 2, with degenerative changes. No acute inflammation or significant calcifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. In the absence of any calcification at the tear site or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate loss of collagen. The cause of the cusp tear could not be conclusively determined. The tear and fold in cusp 2 causing incomplete coaptation could have contributed to the reported regurgitation. The reported medical intervention was result of case specific circumstance as the surgical removal of device. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.